Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned to manufacturer.

Event description:
Revision surgery due to implant prominence of viper products. It was reported that a patient underwent a spinal fusion surgery on an unknown date in (B)(6) 2015, utilizing depuy expedium construct. On an unknown date in (B)(6) 2015, the patient returned to the operating room for additional spinal surgery to extend the construct to the thoracic level, utilizing synthes hardware, with a depuy connector. On a subsequent unknown date, the patient complained of soft tissue irritation at or near the surgical site. It was determined that the depuy connector was sitting proud (prominent), causing the soft tissue irritation. On (B)(6) 2017, the patient was returned to the operating room. All existing hardware was removed, and the patient was revised to a competitor¿s product. All of the removed hardware was intact, there was no surgical delay, no reported additional intervention needed, and no fragments generated. The patient was stable during and following the procedure, and the surgery was completed without incident. There are six unknown synapse (synthes) devices on this complaint. Part numbers, lot numbers, and surgical levels are not known. Reported concomitant devices: unknown depuy expedium devices. (Part # unknown, lot # unknown, quantity 10).